Event description:
On (B)(6) 2009, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a mainbody and two iliac leg grafts. The procedure was completed without endoleak. No endoleak was observed at a follow-up on (B)(6) 2009. At a follow-up on (B)(6) 2009, there was no change in the diameter of the aneurysm. No endoleak was observed. At a follow-up on (B)(6) 2010, slight reduction in size of the aneurysm was confirmed. No endoleak was observed. At a follow-up on (B)(6) 2011, more reduction in size of the aneurysm was confirmed. No endoleak was observed. Distal of the right iliac leg graft was slightly migrated to proximal side over time. On (B)(6) 2011, the pt became unconscious during receiving intravenous drip at his personal doctor. He was taken to another hospital and became stable by transfusion, and then taken to this hospital. The physician confirmed the aneurysm was ruptured and a possible distal type 1 endoleak in the right side. The leak was resolved by additional placement of two endoprostheses of another MFR following embolization of the right internal iliac artery. The pt's condition was stable and the physician decided to take a wait and see approach and complete the procedure. The pt had a favorable outcome after the procedure.

Manufacturer narrative:
(B)(4) aneurysm and rupture are address in the IFU. (B)(4) endoleaks are addressed in the IFU. No images are available to assist in this investigation. The zenith device was completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications. Warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical, criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed (B)(6) 2009. No endoleak was reported. Follow-up on (B)(6) 2009 and (B)(6) 2011 revealed no endoleak. Possible migration of right iliac leg reported at last follow-up. Pt presented with a ruptured aneurysm (B)(6) 2011 and a possible right type 1b. The endoleak was resolved after placing two iliac legs of another manufacture. The pt had a favorable outcome. Difficult to establish causality with the info provided, thus the event was trended as endoleak. Migration and or a type 1b endoleak likely contributed to the aneurysm rupture. At this time there is no indication that a design or process induced failure of the device resulted in the event. We will notify the appropriate internal personnel of the event and continue to monitor similar complaints. The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.